Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. The customer noted that the insulin appeared to be gel-like. Tandem technical support advised the customer to change the cartridge and infusion set. The customer acknowledged.